Event description:
The dxc 800 generated a false low sodium (na) result of 118 mmol/l. The result was reported out of the lab. The sample was repeated on another instrument, with a result of 131 mmol/l and the report was amended. The customer does not believe patient treatment was affected. The customer did not provide any other details. Patient results and qc data was requested, but not received. Per the customer, qc prior to the event was within lab-established ranges. Qc was not run after the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found bubbles in the ratio pump. There were no disconnected lines. The fse replaced the ratio pump and this resolved the issue. (B)(4).